Event description:
It was reported the endoscope reprocessor had the locking tab blue alcohol connector broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The field service engineer (fse) went to the facility and confirmed the customer`s complaint. The device was inspected and repaired on site. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that lock lever on alcohol connector was damaged due to impact by hitting something hard or repeated excessive stress was accumulated. The event can be detected and prevented by following the instructions for use which state: "chapter 5. Inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.